Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle retraction button was sticking needle failed to retract.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle retraction button was sticking needle failed to retract.

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 7339830; the lot number was built on afa line 9 from 12dec17 thru 15dec17. Packaged on packaging lines 11 from 18dec17 thru 19dec17for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. No physical samples were not received for testing and evaluation; one photo was submitted for evaluation for this incident. The photo displayed the package label with the bd logo, ref no., description, lot number and the expiration date. Based on the review of the submitted photo the defect needle retraction was not identified or confirmed. The photo was of the package label. Conclusion: indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.